Event description:
It was reported that a malfunction code, malf 16, occurred with the customer's pump. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, although the malfunction code recurred. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.